Event description:
Additional information received from the consumer reported the replacement of the recharger antenna resolved the implantable neurost imulator charging issue. The cause of the poor coupling and charging issue was due to the piece from the charger to the paddle not working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient noticed it was taking a lot longer for her to charge the implantable neurostimulator (ins) than normal and it seemed as though it was never going to reach 100%. Patient confirmed that instead of seeing 8 coupling shaded boxes, she had been seeing 6, 4, 2 and 0 in varying orders. Patient attempted to recharge on the call and stated she was seeing 4 and then down to 0, and then back up to 8. No patient symptoms were reported. A replacement recharger antenna was sent to the patient. It was also reviewed for the patient that if they continued to have the same issue, she should speak with the health care provider (hcp) to have the ins checked. Additional information was received on oct 28th, stating that the patient received a new recharger antenna but is still having difficulty getting good coupling. She fell monday of last week (oct 19) and had cracked a rib and had a black eye ( did not allege fall was due to device or therapy). Patient also mentioned that since shehas been unable to charge her implant, she has started to shake as well. Patient was redirected to provider to check the implant.